Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty, a 4.5mmd 22mml wno dstl tp enterprise vascular reconstruction device (enc452200, 9477848) was impeded in the y connector and could not be pushed into prowler select plus 150/5cm microcatheter (606s255x, 31537083). The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an angioplasty, a 4.5mmd 22mml wno dstl tp enterprise vascular reconstruction device (enc452200, 9477848) was impeded in the y connector and could not be pushed into prowler select plus 150/5cm microcatheter (606s255x, 31537083). The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. There was no patient injury reported. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 22mml wno dstl tp enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent and introducer components were received for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated since only the detached stent was returned for evaluation. The stent must be inside the introducer tube to perform the functional analysis. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined. It is suggested that the detachment could had occurred during handling post-procedure of the device; therefore, it is not considered related to the issue reported. The delivery wire might have gotten lost during the shipping process. If additional information or component is received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#: (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.